Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that after centrifugation bd vacutainer® pst? Gel and lithium heparinn (lh) 83 units blood collection tubes cells float on top and cause erroneous results. The following information was provided by the initial reporter: customer reports after centrifugation, the cells float on top instead of being at the bottom. This causes erroneous results. As a result, it has been causing falsely elevated potassium levels.

Event description:
It was reported that after centrifugation bd vacutainer® pst? Gel and lithium heparinn (lh) 83 units blood collection tubes cells float on top and cause erroneous results. The following information was provided by the initial reporter: customer reports after centrifugation, the cells float on top instead of being at the bottom. This causes erroneous results. As a result, it has been causing falsely elevated potassium levels.

Manufacturer narrative:
Medical device brand name: bd vacutainer® pst gel and lithium heparinn (lh) 83 units blood collection tubes. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.